Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit board was replaced, and the unit was returned to service patient information could not be provided due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The date of device manufacture is currently unavailable.

Event description:
The hospital reported the unit had a system restart error during use, the patient was bagged manually to complete the case. There is no report of patient injury.&#842;